Event description:
Tech alleged that the bed would not go into trendelenburg.

Manufacturer narrative:
Tech replaced the gas shock cylinder to resolve the issue. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.